Manufacturer narrative:
The dr. Questioned the initial sodium and chloride results and had them rerun. No other parameters seem to be affected and there are no known issues with the analyzer. The cause for the discordant results is unknown.

Event description:
Customer reported discordant sodium and chloride values on arterial blood samples from two patients (one male and one female) when analyzed on the siemens rapidpoint 500 analyzer. The physician questioned the results and new samples were drawn from these patients and rerun on the same analyzer. The sodium and chloride values observed were what the physician expected. There was no report of injury due to this event.

Manufacturer narrative:
Review of the instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The cartridge was returned for evaluation but could not be run on an internal instrument. The cartridge was disassembled and the valve seal in the luer mount was found to have a defect. This defect may have caused salt build up in the sample port/luer area, which may have contributed to the discordant results.